Event description:
Procedure type: anastomosis. According to the reporter: the customer reports that no staples could come out. Another device was used to complete the procedure successfully. Medical intervention was required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).